Event description:
The customer reported that the system shut down and would not boot back up. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and replaced the batteries and the battery charger. The system operates as intended.